Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4473-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead fracture was suspected, and that the fractured part of the lead was "highly possible to be around under the collarbone." The lead was capped and replaced. No patient complications have been reported as a result of this event.